Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switch. Pump received with cracked case at display window corners, battery tube threads, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive but then the battery was changed and the pump started to work. Customer also indicated that she had low blood glucose but did not give the value. Customer does not recall any significant events leading to the error. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.